Event description:
The customer reported that system cannot boot up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the first boot system did not boot completely. The power supply and battery were good. The xrc battery was low and was replaced. The rep reformatted the hard drive and reloaded the software and cal files. The system operates as intended.